Manufacturer narrative:
Date of event is an unknown date in 2020. Additional procode: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that patient underwent removal of broken plate and fixation of right femur fracture on (B)(6) 2020. Patient presented to (B)(6) on (B)(6) 2020 with right thigh pain. Patient¿s leg was externally rotated and unable to weight bear after walking from the kitchen with assistance and sitting down on the sofa. It was found that the plate inserted on (B)(6) 2020 had broken. All 10 screws were intact. Initially, it was planned to insert a retrograde/antegrade femoral nail (rafn) and plate over it but the surgeon decided to just plate the femur using a 20-hole variable angle (va)-condylar plate. Surgeon was happy with the result in the end. This report is for a 4.5mm curved broad locking compression plate (lcp). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary : product was not returned. Reviewing attached picture, the breakage of the plate can be confirmed. The breakage point goes through the 11th hole from the longer broken part. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot part number: 226.682s, lot number: l563681, manufacturing site: grenchen, release to warehouse date: sept 14, 2017, expiry date: sept 1, 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.